Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male patient of unknown race and ethnicity with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient suffered ventricular tachycardia during impella 5.5 support. The patient was defibrillated twice, and amiodarone was pushed to counteract the condition. It was noted that the impella was too deep at the time of the noted condition and positioned towards the mitral valve (mv). The pump was repositioned away from the mv and pulled back to prevent a recurrence. Support continued with the implanted pump.

Manufacturer narrative:
The investigation into the ventricular tachycardia (vf/vt) issue has been completed since the initial report was submitted. The device was not returned for investigation as the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.